Manufacturer narrative:
Additional information was added to h4, h6, and h11. H4: the lot was manufactured between november 02, 2023 ¿ november 06, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 1200 valve sets were leaking lipids from port 1 into the final bag. This occurred during delivery in the pharmacy. There was no patient involvement. No additional information is available.